Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The customer's report was duplicated and attributed to a capacitor on the main board. The main board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.